Event description:
On (B) (6) 2005 an acumed acu-loc vdr plate, standard, left was implanted. On (B) (6) 2009 a revision surgery was required to remove the plate and repair the rupture flexor pollicis longus tendon. The physician commented that the plate was closely applied to the radius and there was no obvious reason for the tendon rupture. It was noted that the pronator quadrus was not covering the distal end of the plate which may have led to the rupture.